Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined as the event of ipg site discomfort cannot be evaluated via laboratory testing.

Event description:
It was reported the patient experienced discomfort at the scs ipg implant site. Consequently, surgical intervention was taken and the ipg was successfully repositioned without complication and the issue addressed.